Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient¿s right ventricular lead was suspected to be perforated. However, the rv lead was found to be dislodged (not perforated) under fluoroscopic imaging. Prior to lead revision procedure, loss of capture was noted on the lead. The patient was asymptomatic. The rv lead was repositioned on (B)(6) 2019 with acceptable lead measurements. Post revision, there was no underlying rhythm at 30 bpm, and therefore, no r-wave readings were recorded. However, the pacing system analyzer (psa) was able to successfully sense the paced beats with r-wave measurements being within normal range. During the procedure, the patient went into atrial flutter but was reverted to sinus rhythm by the time the incision was closed. The patient was stable post procedure.